Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient received a therapy upgrade from implantable pulse generator (pacemaker) to cardiac resynchronization therapy pacemaker. Reportedly, as the left ventricular lead was being implanted, it showed failure to capture, high capture thresholds and high out-of-range impedance measurements. After discussing with the physician, this lead was repositioned, but the measurements remained the same. Finally, this lead was replaced and the procedure was completed. Further information confirmed that it was unknown what was the cause of these inadequate measurements, no lead physical damage was noted. This lead is not expected to be returned. No adverse patient effects were reported.